Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings:a review of the pump¿s black box showed that the data for the event had been overwritten due to continued use of the pump. The current data showed dates from (B)(6) 2018 to (B)(6) 2018 with no evidence of loss of prime. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.